Event description:
During a stent placement procedure, when the physician attempted to inflate the balloon inside of the stent the device read an error message and would not inflate. The device was replaced and the procedure proceeded without adverse consequences to the pt.